Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was confirmed and found to be caused by failure of the ad board and the if board (circuit boards). In addition, service found the light guide connector was corroded by liquid invasion, the switch button #2 was not working due to corrosion of the switch box, the switch function was abnormal due to the shaft end falling off of the switch button #1, the scope ID (identification) was not displayed due to corrosion of the ID cable, and the endoscope ID data were not stored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred while reprocessing the subject device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e315) was because of water invasion to the device, which resulted in circuit board failures. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.